Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of damaged rear case was confirmed. Received on 11-may-2026, lvp device was received unboxed and with paperwork. External inspection revealed damaged rear case and left iui. Check in damage recommend replacing rear case and the left iui. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had rear case - damaged. Case damaged under right iui. There was no patient involvement.